Manufacturer narrative:
The customer returned the suspected contour next test strips and contour next control solution from lot # 9bv2g41 for evaluation. The customer also returned the contour next ez meter, however, the serial # of the returned meter was different from the one indicated originally. An in-house testing was performed using the returned meter with returned test strips and control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in meter's memory. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer called ascensia customer service to seek help, as she received a new bottle of contour next control solution. During troubleshooting, the customer ran three control tests on the contour next ez meter and obtained readings of 145 mg/dl, 118 mg/dl and 111 mg/dl. The meter did not automatically mark the reading of 111 mg/dl as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. Remaining two readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.